Event description:
It was reported that the device had failed rate calibration. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate calibration. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Correction: annex a: a27, annex d: d15, annex g: g0405213. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, remedial action required, remedial action # annex a: a040101, a090202, annex c: c02, annex d: d01, d02, annex g: g04100, g05005. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the customer¿s report that the pump module failed rate calibration was confirmed during testing. Laboratory results showed that the rate accuracy test failed with an actual error of -10.5833%. The vpmr was noted at 156.8 l during testing. During internal inspection, the bezel boss screw insert was observed to be backed out and lifting the mechanism assembly away from the bezel. The screw insert was re-positioned into the bezel boss and the source pump module was reassembled and recalibrated. The source pump module was observed to pass the calibration test after the screw insert was re-positioned into the bezel boss and displayed a new vpmr of 164.5 ¿l. A log review was not deemed necessary for this investigation as there was no report of patient involvement. The alaris system user manual notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Should an instrument be dropped or severely jarred the, the dfu instructs the user to immediately take the instrument out of use and should be inspected by qualified service personnel to ensure its proper function prior to use. There was no patient involvement (npi). Note: the pumping mechanism was disassembled during the internal inspection. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center or the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate calibration. There was no patient involvement.